Event description:
An olympus employee reported a loaner asset (endoeye flex deflectable videoscope) had a spot in the field of vision (lower left of screen). There was no report of patient harm associated with this event. During incoming inspection, it was determined the objective lens adhesion was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, the image had linear scratches. In addition, bending section cover had a scratch. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of lock engagement lever, bending section could not be fixed firmly. Due to damage on charge coupled device unit, the image had white dots. Video connector had a crack. Video connector was deformed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the objective lens adhesion peeling could not be determined, however, the issue was likely the result of repeated use stress, external factors, or handling of the device. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of the entire endoscope¿ ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens¿. Olympus will continue to monitor field performance for this device.